Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the company representative (rep) via the healthcare provider (hcp). Reporting, that the catheter was sheared off and no longer communicating with the intrathecal space. Therefore, it could not be aspirated.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) unable to aspirate from existing catheter during pump replacement. The cause of unable to aspire to was due to the catheter in place for a long period of time. Troubleshooting: ¿reviewed imaging and determined catheter to be discontinuous and no longer in the intrathecal space.¿ action/intervention: ¿old catheter entirely removed except for a segment that had apparently sheared off at some point prior to this procedure. New catheter placed without issue. Restarted therapy.¿ outcome: the issue was resolved. The patient medical history was chronic pain. The patient status was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# (B)(6); serial# implanted: (B)(6) 2012; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 14-feb-2013, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.